Event description:
On (B)(6) 2025, a patient received total hip arthroplasty. During stem insertion, a fracture occurred. An attempt was made to reinforce the fracture with a cable but the reporter stated it was not possible. The stem was inserted and the operation completed. The surgeon commented that the patient's bone quality was poor and the skin incision was too small potentially causing a technical error.